Event description:
A malfunction alarm was reported, identified by malfunction code malf 0, but prior notable events did not occur. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, which resolved the malfunction without recurrence. Customer was advised to continue using the pump and to report if the issue reappeared. Customer acknowledged and understood the instructions.